Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vision side cart (vsc) had an image orientation issue. The intuitive surgical, inc. Clinical territory associate (cta) informed the isi technical support engineer (tse) that after changing the orientation up to down, the horizon symbol direction become incoherent. The tse did not see any relevant error in the logs regarding the behavior that was reported. The nurse removed the scope, aligned the endoscope base with the arrow, and reseated the endoscope on the arm. The fse asked the cta about the initial scope position and alignment, but the cta indicated that they were not sure about endoscope alignment and position during system setup. To ensure that they was no user issue, the tse asked the cta to redo the endoscope installation after the surgery and to ask the system to swap orientation. There was no report of any patient harm or injury with no delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, no further information was available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the isi clinical territory associate (cta) and was told the hospital clinical staff had a second case after the one in which there was orientation issues with the camera. The fse recommended that they observe the 2nd cameras behavior and isolate the first/problem camera if the second one had no issues. The customer will return the endoscope that was having issues. The 30 degree endoscope plus has not yet been returned for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the 30 degree endoscope plus (part#470057-05/ serial# (B)(4)) associated with this event has been performed. Per the logs, the instrument was used on 24-may-2022 on system sl0681 for a low anterior resection procedure. The alleged event occurred on the 22nd use of the instrument. The endoscope has been used in 1 subsequent procedures following this event. This complaint is being reported based on the following conclusion: it was alleged that the endoscope image was upside down. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Product is not implantable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of an image orientation issue. Failure analysis found binding with the camera instrument adapter. The root cause is attributed to mishandling/misuse. Additionally, the endoscope was found to have cracked button(s) on the camera button pack. The root cause of this failure mode is attributed to mishandling/misuse. The camera cable jacket was found to be severely cut. The root cause of this failure mode is attributed to mishandling/misuse. Failure analysis also found issue with other vision components (cat). The root cause of the failure could not be established.

Event description:
Refer to h10/h11 for follow-up information.